Event description:
It was reported that this right atrial (ra) lead was experiencing loss of capture as well as sensing and impedance issues. It was suspected that the lead suffered a dislodgement, which was later confirmed via fluoroscopy. The lead was explanted and replaced. No additional information is available at the moment.

Event description:
It was reported that this right atrial (ra) lead suffered a dislodgement. The lead was explanted and replaced. No additional information is available at the moment.